Event description:
It was reported that following prep of a linear 40cc iab, the balloon was handed off to the physician for insertion into the introducer sheath. As the balloon was advanced it was discovered that one of the clear plastic tubes found within the t-handle was still on the shaft og the balloon, and obviously obstructing further advancement into the sheath. The balloon was removed from the sheath, and fearing the balloon may have somehow been damaged, the balloon was discarded, and a new linear 40cc was opened. Upon preparing the 2nd balloon for hand off to the surgeon it was noted that there were now 2 of the clear tubes in the shaft of this balloon. Since this 2nd balloon had not been already inserted into the sheath, the tubes were simply slipped off the balloon catheter, and the balloon was deployed and used without issues. Unfortunately none of the product was kept and lot#'s were not documented. Although it was reported that the pt expired, it was not attributed to the reported device issues. Related to MFR report #2248146-2014-00175.

Manufacturer narrative:
No device was returned for eval and no device lot info was provided. Therefore, customer shipping history was reviewed to determine the most likely lot(s) involved in the event. A lot history review was performed for those lots found and no non conformances were found related to the reported event. (B)(4).